Event description:
It was reported that the device had an error: check barrel clamp. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped top case and a broken left plunger case. Review of the event history log (ehl) showed a plunger error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a broken left plunger case. As a result, the plastic parts of the plunger head was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.